Event description:
She states that after she tried to restart the pump for her remodulin, the same error message keeps coming up and the right "ok" button is not working at all. Sn (B)(4). Dose or amount: 80nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.